Event description:
A report was made about a customer experiencing a severe low blood glucose level, measured at 46.8 mg/dl, which resulted in an ambulance being called and the customer being taken to the emergency room. The customer received a glucose drip treatment, which resolved the issue, and was released from the emergency room the same day. There were no injuries caused by the event, and the pump was confirmed to be functioning correctly after a system check by technical support. No pump or supply issues were identified, and the cause of the incident remains unknown.